Manufacturer narrative:
A manufacture representative went to the site to test the navigation system and was able to replicate the power issue. The power cables were reseated, the system rebooted and the issue resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a demo with the staff at the site. It was reported that the emitter was moved after verifying instruments to mimic metal interference and when it was moved back to the original position, they could not longer verify or track instruments. The system was rebooted, but the straight suction would not verify. The system then powered down on its own. The computer fan went out and the screen was black, but the power button remained illuminated. There was no patient present when this issue was identified.

Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a demo with the staff at the site. It was reported that the emitter was moved after verifying instruments to mimic metal interference and when it was moved back to the original position, they could not longer verify or track instruments. The system was rebooted, but the straight suction would not verify. The system then powered down on its own. The computer fan went out and the screen was black, but the power button remained illuminated. There was no patient present when this issue was identified.